Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0jxe2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing issue with constipation and wants to know if she should increase or decrease stimulation setting. Her last large bowel movement was about 1.5 weeks ago and only goes about a small fingers size however was having mucous. She started to experience pain last night. She does take a fiber supplement but couldn¿t remember the name. The patient called back later that day. The patient reviewed she had only gone to the bathroom 3 times in 2 weeks, she was currently only passing mucus and gas. She has ibs(irritable bowel syndrome) and said pain started last night and the pain can only be relieved by going to the bathroom. She had taken magnesium citrate. It was noted been on bento for cramping from ibs and ¿medmusal¿ was noted. She had no satisfaction whatsoever. The patient mentioned she has a pacemaker and was not having any trouble with that. Additional information received two days later reports the patient had no stimulation sensation. She cannot remember when she last had stimulation. Constipation started two weeks ago. The patient went to ER(emergency room) two days ago. It was noted that the reason for call was not working. She was having constipation and never had it before. The patient had to stay overnight in the ER(emergency room) because no stool. The patient states she had gone once per week for bowel movements. Two weeks ago her stool was huge, as big as wrist, and also pencil poops as small as a pencil. She had increased to 2 and was feeling it. The patient was not feeling it before. Additional information received reported the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved.